Event description:
On (B)(6) 2025, the customer provided the following information: there was no patient harm reported; however, the customer has reported the event to ansm.

Manufacturer narrative:
One 9f occlutech guiding sheath was returned from the customer under RMA#:1202104946 with the dilator and loader. There were no other accessories. Blood was found on all components. According to the event description summary, the loader broke during the procedure. The loader was returned from the customer with the distal hub detached. Glue residue was found on and under the hub and hub stem of the detached loader. Per mfg procedure (breezeway ii loader hub and sideport gluing and uv curing process) apply the adhesive between the space of the ID of the distal hub and the loader tube od by pressing down on the pedal of the efd unit. Important: ensure the glue joint does not contain air bubbles or air pockets. Carefully take the distal hub holding fixture with the units to the uv curing system and cure junction of tube and the hub. After curing, test the joint of each part with a small tug, holding the tube in one hand and the hub in the other hand. Per qa procedure (breezeway ii loader in-process and final inspection) for non-destructive testing, inspect first 5 good parts and last 5 parts of the lot. Remaining lot quantity to be inspected according to ansi z 1.4, gen level 1, normal, aql 0.65. With unaided vision at 12"-18", inspect the hub glue joints for bubbles or air pockets. Glue joints shall not have any visible bubbles or pockets of air. Per IFU: instructions for use when delivery sheath is used with loader: a loader is to be used at a physician's discretion to open the valve of a delivery sheath for ease of insertion of a diagnostic and/or therapeutic device into the delivery sheath. Follow directions for use from section 8.1 for general use lines 1-6. Completely flush the loader assembly via the side port with three-way stopcock with either saline or heparinized saline to ensure it is free of air prior to use to avoid air embolism to the patient. Inspect loader for air bubbles. Constantly flush loader to prevent air bubbles while loading a diagnostic and/or therapeutic device. Before connecting the loader containing the device to the delivery sheath, remove the dilator and guidewire from the delivery sheath. Secure the loader containing the device using the screw in connector on the delivery sheath hub. Caution: the lock ring on the loader must be screwed tightly against the delivery sheath. This prevents detachment of the loader from the delivery sheath when pushing the device through. Returned device analysis revealed the distal hub of the loader became detached from the loader shaft. It is unknown from the event description if an additional device was used or if the loader was subjected to forces beyond its capabilities during use. The loaders undergo a visual inspection to ensure the correct application of glue and are subjected to tug testing 100% during the manufacturing process, as well as by qa at an aql level. In conclusion, the review of the DHR did not identify any manufacturing anomalies of this type and passed all final testing prior to shipment. The stated failure of the returned product was confirmed by our investigation; however, the root cause of the failure cannot be determined. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.

Event description:
"During the procedure to close the permeable foramen ovale, the sheath presented a problem: the loader broke (see attached photo, the circled part is normally well fixed with the arrow tip)."

Manufacturer narrative:
Conclusion not yet available, evaluation in process. A follow-up report will be submitted as soon as the investigation is complete. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may have not been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.